Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735585, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the user was pulling a CT and mr from pacs. The mr loaded normally, but the CT was giving the default 10 slice exam and did not import. The manufacturer representative said the CT should have 256 slices. A red x exam was seen. There was no patient involvement.